Event description:
The lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter would not power on. The medical affairs specialist mailed a letter since the patient/reporter could not be reached by telephone. The issue first started at noon in late 2008. The patient administered his usual dose of insulin (10 units of lantus and 5 units of humulin r. One day following the onset of the issue, the patient reportedly developed symptoms of low blood glucose (shaky, tired, and perspiration). The patient administered self-treatment by drinking orange juice. He was not tested on any other device and did not seek any further medical attention. The customer care advocate (cca) verified that the patient was using the correct type of test strips, the battery was replaced per the owner's manual, and the battery contacts were in good condition. The reporter was unable to confirm whether the battery was correctly installed. The meter was replaced. This complaint is being reported as the patient allegedly developed hypoglycemic symptoms and required self-treatment due to the alleged product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.